Event description:
Customer called reporting of a leak in the hydropneumatics area of synchron lx20 clinical chemistry system on (B)(6) 2011 but could not identify the origin of the leak. Customer cleaned up the spill while wearing personal protective equipment and no injury was reported.

Manufacturer narrative:
Fse was dispatched on (B)(6) 2011 and determine that the wash solution was leaking from rocker valve 12. Fse replaced valve 12 and no further leaking was observed. (B)(4).